Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: evaluation revealed the cartridge compartment was chipped and cracked. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the cartridge compartment was damaged. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 29-nov-2018.